Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that when the second clip was fired the er320 jammed. A second er320 was opened to complete the case. There was no consequence to the pt.